Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device uploaded properly using carelink. Device had scratched case, missing serial number label, customer applied adhesive to the case at the belt clip area, stained keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose level was over 600 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose event. The user alleged the insulin pump was under delivering insulin due to insulin pump not delivering exact insulin. The customer was treated insulin drip at the hospital. Customer's mother reported that their doctor in the hospital right now changed the insulin pump's settings. Customer declined to check their insulin pump's settings. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.